Event description:
Boston scientific received information that this device was removed and replaced due to elective replacement indicator (eri). In addition, the right ventricular (rv) lead exhibited high pacing impedances greater than 2333 ohms and high threshold measurements. The decision was made to implant a new pace/sense lead. The lead was surgically abandoned while the device was discarded and given to the patient. The device and lead will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead and discarded device was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.